Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The patient is noted to have a past medical history significant for congenital heart disease with replacements of all four valves. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Please reference MFR report #2015691-2018-01733 for the report submitted on the patient's pulmonary valve.

Event description:
It was reported that a bioprosthetic valve implanted in pulmonary position and a bioprosthetic valve implanted in tricuspid position (subject device) were disabled via a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe regurgitation of both valves. Transcatheter pulmonary and tricuspid valve replacements were successfully performed using edwards transcatheter valves. The patient tolerated the procedure well without complications. She developed a hemotoma around the left groin post procedure which was managed with manual pressure. She was monitored on the general cardiac floor where she was bridged on IV heparin to warfarin. An arterial us of her lower left extremity was performed and was negative for pseudoaneurysm or hematoma. Wound care was consulted to discuss wound care prior to discharge. The patient was doing well and was deemed stable for discharge home on pod #4.